Manufacturer narrative:
Updated fields: a2 date of birth, age at time of event, unit of measure-age d4: lot number, upn, catalog number, expiration date, and unique identifier d6b explant date.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the device did not function as expected after 2 months of being implanted. During the revision, the cuff was found unbuckled. A new 4.0 cuff was placed, and no other patient complications reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the device did not function as expected after 2 months of being implanted. During the revision, the cuff was found unbuckled. A new 4.0 cuff was placed, and no other patient complications reported.